Event description:
This report is a follow up report to the original report emdr 1000306051-2014-00147 to report additional information received by the physician. Refer to the initial report for the original event description. Additional information was received on 10/1/2014: the physician was unable to provide a conclusion as to whether he believed that the lifecell device contributed to the complications reported. All patients were treated peri- and postoperatively with antibiotics. The antibiotic therapy is usually continued until the 11th day post surgery. This patient had 2 drains placed (axillary and subpectoral). Total volume drained: 245 ml no microbiological tests performed.

Manufacturer narrative:
The investigation and conclusion remains unchanged, refer to initial report. Explanted device discarded by physician.

Event description:
On (B)(4) 2014, 9 complaints were reported to lifecell by professor (B)(6) of (B)(6) in (B)(6) after a retrospective review to support a publication on his results with strattice and 2 other non lifecell synthetic products. This complaint is associated with patient #3. On (B)(6) 2013, this female patient underwent a unilateral (right) primary breast reconstruction, direct to implant with a lifecell device receiving a 280 g implant. On (B)(6) 2013 (1 month post op), the patient developed nipple areola complex (nac) necrosis and the device was visible at the lower half of the nac. On (B)(6) 2013, skin and nac necrosis was noted and the defect of the skin envelope was down to prosthesis. The physician performed secondary ablation. The implant and the device were explanted from the right breast.

Manufacturer narrative:
Method of evaluation: review of information reported to lifecell; review of the device history record for lot s11178; review of the lifecell complaint management system. Results of evaluation: investigation into lot s11178 resulted in no remarkable findings, including acceptable sterilization and no deviations or nonconformances revealed during processing. A query of the complaint management system on 9/2/2014 revealed no similar complaints against lot s11178. As of (B)(4) 2014, of the (B)(4) devices from lot s11178 released to finished goods, (B)(4) devices have been distributed, including 166 devices reported as implanted. Lot s11178 met all qc release criteria. Conclusion: device not returned. Internal investigation resulted in no remarkable findings, including (B)(4) devices distributed with no similar complaints against lot s11178 and device history record review with acceptable sterilization and no deviations or nonconformances revealed during processing. Although the standard of care consisted of surgical intervention to remove all implanted products to treat the wound necrosis and wound dehiscence with device exposure, based on the reported information and results of the internal investigation, a relationship between the events reported and the lifecell device could not be conclusively determined. The wound healing complications reported are anticipated post-operative complications for this type of surgical procedure. Based on the internal investigation resulting in no remarkable findings, the events are unlikely related to the lifecell device. The explanted device was discarded. No product or clinical specimens were returned to lifecell for evaluation. Explanted device discarded by physician.